Event description:
Customer stated "cord caught on sparks, burnt a hole in client pants" product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. The product was approx. 5 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.